Event description:
Failure of linear cutter to maintain hemostasis and secure pedicle. Rptr needed to reoperate 6 hrs later. Pt required transfusion of 6 units of blood and tie off of bleeding pedicle caused by failure of instrument to properly staple and remove.